Event description:
An issue occurred with panoramic central station server which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
A company rep evaluated the panoramic central station. System has been sent to the company's repair ctr for eval.